Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an airlife rt509-852 pediatric breathing circuit had "melted through the wall of the tubing" while being used with an mr850jhu respiratory humidifier. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr850jhu respiratory humidifier was returned to fph service center at our us office. It was visually inspected, electrically tested and performance checked for damage. Results: no physical damage was noticed with the returned mr850 humidifier. It passed all performance and electrical safety checks. The hospital reported that the airlife rt509-852 pediatric breathing circuit was used with the mr850jhu humidifier. Conclusion: no fault was found with the returned humidifier. Fph is unable to conclude exactly what caused the reported incident. The mr850 technical manual specifies in the warning section "the use of breathing circuits, chambers or other accessories, which are not approved by fisher & paykel healthcare, may impair performance or comprise safety."